Manufacturer narrative:
Product ID 7426 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type implantable neurostimulator product ID 3387s-40 lot# v419196, implanted: 2010 (B)(6), product type lead product ID 3387s-40 lot# v6570, implanted: 2011 (B)(6), product type lead product ID 7482a95 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 7482a95 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3387s-40 lot# v657037, implanted: 2011 (B)(6), product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 7438 lot# serial# (B)(4), product type programmer, patient product ID 3387s-40 lot# v419196, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. The device functioned properly during the long term monitor test. The device was set to the parameters the explanted device had when received for analysis.

Event description:
It was reported, the patient had their device batteries explanted. It was stated, the patient¿s device batteries would turn off and on unexpectedly. Upon device interrogation, the patient¿s health care provider noted 168 activations in the previous month. There were no patient symptoms/injuries related to this event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.